Event description:
It was reported that at boot up of the 9600+ sys an interlock broken error is presented and boot up terminates. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.